Event description:
A patient was undergoing a procedure to the left cx. When a 3.0x23mm cypher stent was being delivered to the lesion, the physician felt friction. He retrieve the cypher immediately into the guide catheter. When he checked the stent delivery system, the proximal edge of the stent was flared. There was no patient injury, and the procedure was successfully completed with another product.

Manufacturer narrative:
Please note that this device is distributed outside the united states; however, it is similar to the united states cypher stent. The product was returned for evaluation and testing; however, the engineering evaluation is not complete.